Event description:
It was reported that the manufacturing representative was in the or doing a stage 1 and when he pulled out the percutaneous extension, it looked ¿unraveled.¿ they usually look ¿tight and not unraveled.¿ the manufacturing representative extension and it looked the same way. One of the frayed extensions was implanted after all 4 electrodes tested successfully. The other frayed extension was not implanted. It seemed unusually unwound to the surgeon and they felt uncomfortable implanting. The extension was frayed close to the connection point with the lead. The patient was doing very well with the implanted devices and was having a successful trial thus far.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0swsa, implanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va0u13h, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was later reported that it was unclear if the "unraveling" happened in or out of the box. The surgeon wasn't comfortable using one of them but we used the other one with no problem. Additionally, the representative never took control of the percutaneous extension that was discarded as it was thrown into the sharps container.